Event description:
This spontaneous report (2023-cdw-01033, 007800839a) from the united states of america was reported by a consumer (age and gender unspecified) whose condom broke and developed acquired immunodeficiency syndrome (aids) after using the trojan latex condom unspecified. On an unspecified date, the consumer used trojan latex condom unspecified. The consumer alleged that the condom broke, and the consumer got aids. No additional information was available. The action taken with trojan latex condom unspecified was not applicable. The outcome of the event aids was unknown. The outcome of the condom breakage was not applicable.